Manufacturer narrative:
Complaint conclusion: it was reported that the balloon of a mynxgrip vascular closure device (vcd) was noted to be burst during the inflation step during patient use. Manual compression was applied for "about 30 minutes" to achieve hemostasis. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following a percutaneous coronary intervention (pci) procedure. The physician reported that there was "little" calcium in the artery. The mynx vcd was prepped according to the instructions for use (IFU). The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. Additional information was requested but is unavailable at this time. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The procedural sheath was not returned. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon proximal tip. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices which suggests that other procedural devices may have contacted the balloons, potentially contributing to a tear in the balloon. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed that dried contrast solution had completely blocked the inflation tube¿s lumen. Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿balloon loss of pressure¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the tear could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. Furthermore, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the balloon of a mynxgrip vascular closure device (vcd) was noted to be burst during the inflation step during patient use. Manual compression was applied for "about 30 minutes" to achieve hemostasis. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following a percutaneous coronary intervention (pci) procedure. The physician reported that there was "little" calcium in the artery. The mynx vcd was prepped according to the instructions for use (IFU). The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. Additional information was requested but is unavailable at this time. The product was not returned for analysis. Review of lot f1715901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the balloon of a mynxgrip vascular closure device (vcd) was noted to be burst during the inflation step during patient use. Manual compression was applied for "about 30 minutes" to achieve hemostasis. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure following a percutaneous coronary intervention (pci) procedure. The physician reported that there was "little" calcium in the artery. The mynx vcd was prepped according to IFU instructions. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. Additional information was requested but is unavailable at this time.